Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h2, h6.

Event description:
New information received notes the lead had a capture issue, and was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. The patient stated they suffered a fall after the chair collapsed, and an alert for high out of range pacing impedance on the patient's left ventricular lead was received. No intervention was performed. The patient suffered no consequences related to this event.